Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia, bleeding, infection, and right heart failure could not be conclusively established through this investigation. The patient remains ongoing on ventricular assist device (vad) support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 03nov2020. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C lists cardiac arrhythmia, infection, right heart failure, and bleeding as adverse events, as well as a potential late postimplant complications that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended international normalized ratio values, and controlling infection. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right heart failure less than 14 days after implant. Inotropes were started on (B)(6) 2020 and weaned off on (B)(6) 2020. In addition, the patient was treated with inhaled nitric oxide.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced atrial fibrillation on (B)(6) 2020 with rapid ventricular response and heart rate up to the 200 beats per minute range. The patient underwent cardioversion to sinus tachycardia. On (B)(6) 2020, the patient experienced atrial fibrillation again, with rapid ventricular response and heart rate up to the 130 beats per minute range. The patient was prescribed amiodarone. The arrhythmias were diagnosed via electrocardiogram. The patient was reported to have resumed sinus rhythm on (B)(6) 2020. On (B)(6) 2020, the patient was seen to have bleeding from the left ventricular apex/inflow cannula and had a hemoglobin level of 7.1 g/dl. They were given 1 unit of packed red blood cells. The bleeding resolved while in the operating room. The site reported that on (B)(6) 2020, the patient developed a major infection. Their driveline dressing was intact but soaked with light yellow/greenish drainage, and there was mild reddening of the skin in a thin ring around the exit site. The area was not tender and there was no active discharge from the exit site itself. The patient was treated with intravenous vancomycin starting on (B)(6) 2020. A culture from the driveline exit site showed no growth. An ultrasound of the soft tissue showed no evidence of an abscess. The patient was reported to be in stable condition as of (B)(6) 2020